Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that intermittent low voltage alarms on the system controller from the past couple of weeks were troubleshooted. The patient exchanged both batteries and battery clips and alarms did not resolve. Patient also had a backup battery fault recently on the system controller as well. There was suspicion that the ribbon cable where it attaches to the controller may have had a short in it as well. Log files were submitted for review and captured a few odd low power advisories while the patient was connected to batteries. The alarms appeared to have been resolved starting on 25mar2025, which may have been the result of replacing the batteries and clips. In addition, no backup battery faults were noted on the submitted log file. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis; however, the reported event of a backup battery fault alarm and a short in the ribbon cable was unable to be confirmed. Review of the submitted log files revealed on (B)(6) 2025 at 09:55:26, 14:26:21, 16:30:13, 17:05:00 ¿ 17:05:01, and 17:05:14, while connected to batteries, intermittent low power advisory and power cable disconnect alarms activated due to relative state of charge (rsoc) invalid and yellow faults associated with the black power cable being outside the expected voltage range. Pump operation was not affected. No backup battery faults alarms were active in the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Available information stated that the batteries and battery clips were switched, and the low voltage alarms did not resolve. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.